Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had downstream occlusion, stuck at 137mv, and alarms for cassette not properly attached every time a cassette was put on. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of the device showed fluid ingression in the downstream occlusion (dso) sensor. Functional tests were performed and confirmed that the downstream occlusion (dso) sensor was stuck at 137mv and alarmed for cassette not attached. The cause is the dso sensor. Replaced the downstream sensor to correct the issue. The device passed all functional tests after the repair.